Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a corneal burn on the right eye which required sutures. Patient is stable post-operatively. No additional information was provided. This report is against the tip. A separate report will be filed against the whitestar, handpiece and tubing.